Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my right coil was migrated out of my tube"), abdominal pain lower ("severe and chronic lower abdominal pain / cramping"), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems") and coeliac disease ("celiac disease") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2005 and gallstones. Concurrent conditions included obesity, hiatal hernia, diaphragmatic hernia, endometriosis and cyst. Concomitant products included esomeprazole magnesium (nexium) from 2005 to 2014 for acid reflux (oesophageal), medroxyprogesterone (depo provera) from january 2009 to july 2009 for birth control as well as calcium carbonate (tums [calcium carbonate]) since 2004, cyclobenzaprine since 2016, dimeticone, activated (phazyme) since 2016, ibuprofen (motrin) since 2009, ibuprofen since 2009, omeprazole (omeprazol) from 2014 to 2015 and pantoprazole since 2015. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/anyone having painful sex, or having problem getting them that moment"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), pelvic pain ("pain/still have pain mainly night") and arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and hypertrichosis ("excessive hair growth"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced the first episode of fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2015, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("itching"), bladder disorder ("bladder urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea/or feel very nauseous during "), gastrooesophageal reflux disease ("gerd"), perineal pain ("perineal pain"), loss of libido ("still no desire have to sex with is ok lil because cant have it anyway lol, deceased sexual desires "), polycystic ovaries ("polycystic ovarian syndrome"), back pain ("chronic lower back pain"), the second episode of fibromyalgia ("fibromyalgia"), urinary tract infection ("I have been battling multiple uti infection sice surgery "), breast discomfort ("breastfeeding hurt"), oropharyngeal discomfort ("throat always feels like I have something lodge in it"), muscle disorder ("muscle haywire"), neuropathy peripheral ("nerves are haywire "), coeliac disease (seriousness criterion medically significant), ovarian cyst ("both ovary scarring and small cyst "), cervical dysplasia ("positive cancer cells on my cervix") and abdominal distension ("I hate how bloated"). The patient was treated with bupropion (wellbutrin), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (8 teeth removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, genital haemorrhage, tooth disorder, menorrhagia, mood swings, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, gastrooesophageal reflux disease, arthralgia, hypertrichosis, irritable bowel syndrome, perineal pain, loss of libido, polycystic ovaries, back pain, the last episode of fibromyalgia, urinary tract infection, breast discomfort, oropharyngeal discomfort, muscle disorder, neuropathy peripheral, coeliac disease, ovarian cyst, cervical dysplasia and abdominal distension outcome was unknown, the dyspareunia, rash, pruritus, dysmenorrhoea, vaginal discharge and alopecia had resolved and the depression, anxiety and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast discomfort, cervical dysplasia, coeliac disease, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertrichosis, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood swings, muscle disorder, nausea, neuropathy peripheral, oropharyngeal discomfort, ovarian cyst, pelvic pain, perineal pain, polycystic ovaries, pruritus, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Current weight 225 lbs, she go for gastroscopy on (B)(6), and again 7th for check of the internal stichtes and whether she will be releases for next month diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed satisfactory placement of both essure on (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Gross description: the specimen is received in formalin and "uterus, cervix, bilateral tubes with essure coils". It consists of a uterus with attached cervix measuring 9.5 x 4.5 x 4.0 cm and weighing 114 grams. The bilateral fimbriated fallopian tubes each measure 5.7 x 0.6 cm. The serosal surfaces of the uterus and tubes are smooth. The ectocervix is pink and smooth. The endocervical canal is pink and smooth, measuring 2.5 cm in length. The endometrium is red, lush and smooth, measuring up to 0.3 cm in thickness. The myometrium is pink and rubbery, measuring up to 2.0 cm in thickness. No discreet lesions are seen. Metal coils are identified within each proximal cornu and extending into the fallopian tubes. Cross sections of the distal fallopian tubes are unremarkable. Concerning the injuries reported in this case, the following still have pain mainly night, still no desire have to sex with is ok lil because cant have it anyway lol/ deceased sexual desires , polycystic ovarian syndrome, chronic lower back pain, I have been battling multiple uti infection since surgery, breastfeeding hurt, throat always feels like I have something lodge in it, muscle and nerves are haywire, celiac disease, my right coil was migrated out of my tube, both ovary scarring and small cyst, positive cancer cells on my cervix, I hate how bloated were reported via social media most recent follow-up information incorporated above includes: on 7-jun-2018: other reporter received ,new events still have pain mainly night, still no desire have to sex with is ok lil because cant have it anyway lol/ deceased sexual desires , polycystic ovarian syndrome, chronic lower back pain, I have been battling multiple uti infection since surgery, breastfeeding hurt, throat always feels like I have something lodge in it, muscle and nerves are haywire, celiac disease, my right coil was migrated out of my tube, both ovary scarring and small cyst, positive cancer cells on my cervix, I hate how bloated and outcome were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe and chronic lower abdominal pain / cramping"), genital haemorrhage ("abnormal bleeding (general)") and tooth disorder ("dental problems") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2005 and gallstones. Concurrent conditions included obesity, hiatal hernia and diaphragmatic hernia. Concomitant products included esomeprazole magnesium (nexium) from 2005 to 2014 for acid reflux (oesophageal), medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2009 for birth control as well as calcium carbonate (tums [calcium carbonate]) since 2004, cyclobenzaprine since 2016, dimeticon, activated (phazyme) since 2016, ibuprofen (motrin) since 2009, ibuprofen since 2009, omeprazole (omeprazole) from 2014 to 2015 and pantoprazole since 2015. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), pelvic pain ("pain") and arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and hypertrichosis ("excessive hair growth"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2015, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("itching"), bladder disorder ("bladder urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), gastrooesophageal reflux disease ("gerd") and perineal pain ("perineal pain"). The patient was treated with bupropion (wellbutrin), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (8 teeth removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, tooth disorder, menorrhagia, mood swings, vaginal haemorrhage, anxiety, fibromyalgia, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, gastrooesophageal reflux disease, arthralgia, hypertrichosis, irritable bowel syndrome and perineal pain outcome was unknown, the dyspareunia, rash, pruritus, dysmenorrhoea, pelvic pain, vaginal discharge and alopecia had resolved and the depression had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertrichosis, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, pruritus, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Current weight 225 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed satisfactory placement of both essure on (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Gross description: the specimen is received in formalin and "uterus, cervix, bilateral tubes with essure coils". It consists of a uterus with attached cervix measuring 9.5 x 4.5 x 4.0 cm and weighing 114 grams. The bilateral fimbriated fallopian tubes each measure 5.7 x 0.6 cm. The serosal surfaces of the uterus and tubes are smooth. The ectocervix is pink and smooth. The endocervical canal is pink and smooth, measuring 2.5 cm in length. The endometrium is red, lush and smooth, measuring up to 0.3 cm in thickness. The myometrium is pink and rubbery, measuring up to 2.0 cm in thickness. No discreet lesions are seen. Metal coils are identified within each proximal cornu and extending into the fallopian tubes. Cross sections of the distal fallopian tubes are unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Concomitant medications and treatment drugs added. Events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, fibromyalgia, rashes, itching, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, gerd, hair loss, joint pain, abnormal bleeding (general), excessive hair growth, ibs and perineal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe and chronic lower abdominal pain/ cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and menorrhagia to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results: on (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.